Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that there was a loose usb connection on the keyboard and bioid. The field service engineer initially found no issues with the keyboard, then reseated the usb cables on both the keyboard and bioid and rebooted the station. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user experienced recurring keyboard freezing issues on the device located in room m16. The keyboard reportedly froze for the second time in two consecutive days, preventing normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.